Event description:
It was reported that: ¿four in one femur cutting guide one of the top sides chamfer guides broke off on one side.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.